Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: medical intervention required to remove dislodged stent. It was reported that during a procedure of the mildly tortuous, moderately calcified circumflex (cx) artery, after pre-dilatation of the lesion at 10 atmosphere, the 2.75 x 23 mm xience v stent delivery system (sds) was advanced towards the lesion but failed to cross. The xience v sds was withdrawn into the guiding catheter when the stent implant dislodged near the left main artery. The dislodged stent implant was retrieved using a snare device. There was no reported adverse patient effects. The physician commented that the stent implant may have caught on the guiding catheter tip when he was pulling the sds into the guiding catheter after the failure to cross and suggested that the dislodgement may have occurred due to his technique. Though requested, no additional information was provided.